Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the client reports that at the end of the operation, the trocar sleeve broke inside the patient abdomen. The surgeon was able to retrieve the broken part. No pt injury was reported. No additional info available at this time.